Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a burnt resistor on the task light. The task light and switch harness were replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit stopped mechanically ventilating when the task light was turned on. There was no reported patient injury.